Event description:
The device displayed an error 10003. The customer evaluated the device. There was no patient involvement with this issue.

Manufacturer narrative:
(B)(4). The device displayed an error 10003. The customer evaluated the device. There was no patient involvement with this issue. A philips field service engineer talked to the customer and informed him that the device was no longer in warranty. The customer did not want to fix the device. The device remains at the customer site. Based on the customers report, we are considering this a malfunction. We cannot determine the cause since the customer declined repair.